Manufacturer narrative:
The insulin pump passed the displacement test, self-test, off no power test, rewind, basic occlusion test and prime test. Device received stuck in motor error alarm loop during bolus/basal delivery. Unable to confirm motor position encoder error alarms due to several history check failed alarms in the history file. History check failed alarms due to a corrupted history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor position encoder error. The customer was not able to rewind and finish the load. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.